Event description:
It was reported that the workstation handle broke. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation handle was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.